Event description:
The counterbalance cable of the second telescopic column assembly of overhead tubecrane came out of pulley. As a result the second telescopic column moved down freely for about 60 cm while a pt was positioned under the column and tube assembly. No physical contact was made with the pt. The pt was not injured.